Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2019-13192; related manufacturer reference number: 1627487-2019-13193. It was reported that patient had pain at the implantable pulse generator (ipg) site due to an unknown reason. The device system was explanted as a result to resolve the issue. During the explant procedure, the physician noted one of the leads had completely pulled out of the ipg header, however it is unknown which lead was pulled out of the header port. Leads were explanted as a result to resolve the issue. No further information is available at this time.